Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter remote issue. The reporter stated that an error 1 message occurred randomly from the meter remote 3 or more times. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 08/08/2014. The device has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the meter was noted to have software version v01.10. The pump and meter could not be paired and the required investigation steps were unable to be completed due to an error 1 sub code 5 message that would not clear.